Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit displayed maintenance required code # 3 alarm. There was no patient involved.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed maintenance required code # 3 alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge filed service engineer states upon further inspection in the pneumatic system test, both atmospheric ref and x1 shuttle press transducers were out of range. The fse proceeded to perform balloon shuttle, atmospheric and drive transducer calibration according to the service manual. Upon completion of calibration, the atmospheric ref and x1 shuttle pres transducers were back within its specifications. The unit passed all functional and safety tests. The unit was returned to customer and cleared for clinical use.